Event description:
On (B)(6) 2021, the reporter of the patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that on (B)(6) 2021, at 3:00 pm, the patient obtained an alleged inaccurately high blood glucose result of ¿82 mg/dl¿ on the subject meter compared to ¿49 mg/dl¿ on a clinic meter, performed within 30 minutes of each other. The patient usually manages his diabetes with insulin (lantus and humalog ¿ doses according to meter readings) and the reporter stated that the patient did not make any changes to his usual diabetes management regimen in response to the alleged high reading. The reporter claimed that at 3:03 pm the patient ¿lost consciousness¿ and at 3:06 pm the ambulance arrived. The patient was treated with IV dextrose by the paramedics. Before the patient received the treatment, a blood glucose reading of ¿49 mg/dl¿ was obtained on the clinic meter as described above. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The patient had used an approved sample site to the obtain the results on the subject meter. The cca also confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca walked through a control solution test and concluded that the result was in range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.